Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in a heavily calcified shunt, the fox plus balloon reportedly "slipped in the lesion" and ruptured at 5 atmospheres during the inflation. After removal of the catheter, a pinhole was found in the balloon. Another fox plus was used to dilatate the lesion. There are no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.